Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a broken carabiner on a new shower bag. The shower bag was discarded by the customer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient had a broken carabiner on a new shower bag. The shower bag was not returned for evaluation. As a result, the reported event could not be confirmed. A review of the manufacturing documentations could not be performed since the lot number of the shower bag was not provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with damage snap hooks on a new shower bag can be attributed, but not limited, to the handling of the pack. The unit, however was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a broken carabineer on a new shower bag. The shower bag was discarded by the customer. No patient complications have been reported as a result of this event.